Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125243 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m125243 and test base part number 190-430 / lot m125243 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125243 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result a direct tested nasal kitted swab with the ID now covid-19 assay performed (B)(6) 2021 at 1224. Repeat testing at 1506 on a new sample swab with the ID now covid-19 assay generated negative results. Confirmatory testing with biofire rt-pcr on a nasal swab sample collected on (B)(6) 2021 also generated negative results. The customer confirmed there was no death or serious injury based on the results of the ID now covid-19 assay. There was no impact or remedial action based on the ID now covid-19 test results. The patient was not symptomatic at the time of testing. The patient was being tested per protocol before entering camp/clinic. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Correction: abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.